Event description:
The customer reported that one of her kids accidentally dropped the insulin pump into the water and she did not know how long it was submerged. The device was unresponsive and water under the display was noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. In addition, the device had moisture damage on the vibrator, motor, and battery tube assemblies.